Event description:
The patient reported the symptoms of a dry mouth, a sore throat, cough, wheezing (asthma like symptoms), weakness and gastrointestinal distress (diarrhea and cramping). The patient reported visiting the ER due to the reported symptoms and was seen by dr. (B)(6). The physician reported that the patient was experiencing an allergic reaction and an increased level of eosinophils may have lead to respiratory distress (wheezing; asthma like symptoms). The patient reported being prescribed metrazol (circulatory and respiratory stimulant) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2013. The treating doctor considers this event to be potentially serious in nature or life threatening to the patient.

Manufacturer narrative:
The patient reported respiratory distress (B)(4) while the appropriate device code was not available (B)(4). The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). The treating doctor considers this event to be potentially serious in nature or life threatening to the patient. Based on the treating doctor's opinion and the lab results indicated increased eosinophil count leading to respiratory distress, this event is determined to be an adverse event and a MDR is being filed.